Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The report was made anonymously, hence no additional information was able to be obtained.